Event description:
It was reported, the patient got into a second motor vehicle accident 3 and half years ago as a passenger. The accident completely damaged the patient¿s back, was broken in 2 places. Per the reporter, the pump was ¿broken¿ and a year later they found the patient had damaged his bladder. The patient was in extreme pain. After the accident, the pump was replaced and the catheter was not replaced. The pump was used to deliver baclofen, clonidine and lidocaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4); product type catheter. (B)(4).